Manufacturer narrative:
The investigation into the cause of the access site hematoma is on-going at this time. Upon completion, a final report will be filed.

Event description:
The complainant had an obese patient admitted for a coronary intervention and angioplasty. The team chose to place an impella cp for hemodynamic support. The placement was complicated due to the patient body habitus. The pump position was not optimal and was therefore repositioned in the cardiac catheterization lab. When the pump was repositioned the team observed a large hematoma that necessitated multiple units of blood replacement. A second, new pump was placed via another introducer and the support proceeded til wean and explant.

Manufacturer narrative:
The investigation has completed. The pump was returned and no defects were observed. The team had noted that the patient had a large panus. This anatomy made for a long tissue track. This caused difficulty in hemostasis being achieved by the length of the impella's re-positioning sheath. When the longer 14fr x30cm sheath was placed, hemostasis was achieved. Patient anatomy contributed to the blood loss and access site hematoma. The IFU does caution for obesity. The failure mode will be monitored and trended.